Event description:
An aneurx bifurcated stent graft was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. The pt's anatomy was reported to be not very tortuous. The bifurcated stent graft was inserted and deployed without difficulty, it was reported that there was a flap of tissue in the common iliac artery that prevented cannulation of the contralateral gate. The physician attempted to cannulate the gate with an "up and over" technique, but the flap prevented snaring of the guidwire. The decision was made to convert the pt to open surgial repair of the aneurysm. No clinical sequelae were reported, and the pt is reported to be fine.